Manufacturer narrative:
This complaint was investigated. Adc has identified a software defect for the freestyle librelink application for ios, version 2.10.0, in which the application upgrade was unsuccessful. This resulted in a period where users may not have received glucose results or may not have been alerted to low or high glucose alarms. Based on the investigation, the complaint is confirmed and no further investigation activities for this individual complaint are required. This issue was addressed in the field by adc fa1029-2023. The device model number populated in section d4 is for the freestyle librelink ios application, on market in the UK. This is same/similar to us freestyle librelink/freestyle libre 2 ios application part number 71733-01/71926-01. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section h10 (additional mfg narrative) was incorrectly updated in the follow up report 1. Correction has been made.

Event description:
An alarm issue was reported with the adc application version 2.10.0 in use with iphone 12 with ios operating system version unknown. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer had contact with a healthcare professional (hcp) who administered insulin (dose/type unspecified) and oral blood pressure tablets. Adc has identified that following the release of the freestyle librelink (fsll) application for ios, v2.10.0, on 12-jul-2023 (11am) in the united kingdom (UK), some users have experienced a situation where the application upgrade is unsuccessful, and as a result, they receive a white screen in the application user interface (ui). This issue does not affect users in the united states. This will result in a period where glucose readings and alarms will not be received, and historical glucose readings will not be accessible, as the previous fsll application, v2.8.1, was no longer available to users on the apple app store. This issue was addressed in the field by adc fa1029-2023 and was resolved in the field by the release of updated fsll ios application, made available in the apple app store in the UK on 17-jul-2023. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Both high and low glucose alarms were successfully activated. No malfunction or product deficiency was identified. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. An extended investigation has been performed for the reported complaint and it has been determined that there were no issues with the application that would have led to the complaint. The user reported missing sounds with high and low glucose alarms. Successfully scanned and received high/low glucose alarms with sounds using similar device configuration. No issues were identified with freestyle librelink app. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with iphone 12, os version 16.5.1, app version 2.10. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer had contact with a healthcare professional (hcp) who administered insulin (dose/type unspecified) and oral blood pressure tablets. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This complaint was investigated. Adc has identified a software defect for the freestyle librelink application for ios, version 2.10.0, in which the application upgrade was unsuccessful. This resulted in a period where users may not have received glucose results or may not have been alerted to low or high glucose alarms. Based on the investigation, the complaint is confirmed and no further investigation activities for this individual complaint are required. This issue was addressed in the field by adc fa1029-2023. The device model number populated in section d4 is for the freestyle librelink ios application, on market in the UK. This is same/similar to us freestyle librelink/freestyle libre 2 ios application part number 71733-01/71926-01. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application version 2.10.0 in use with iphone 12 with ios operating system version unknown. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer had contact with a healthcare professional (hcp) who administered insulin (dose/type unspecified) and oral blood pressure tablets. Adc has identified that following the release of the freestyle librelink (fsll) application for ios, v2.10.0, on 12-jul-2023 (11am) in the united kingdom (UK), some users have experienced a situation where the application upgrade is unsuccessful, and as a result, they receive a white screen in the application user interface (ui). This issue does not affect users in the united states. This will result in a period where glucose readings and alarms will not be received, and historical glucose readings will not be accessible, as the previous fsll application, v2.8.1, was no longer available to users on the apple app store. This issue was addressed in the field by adc fa1029-2023 and was resolved in the field by the release of updated fsll ios application, made available in the apple app store in the UK on 17-jul-2023. There was no report of death or permanent injury associated with this event.